Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the clinic following a vibrational alert delivered by the device due to noise resulting in oversensing on the right ventricular (rv) lead. The lead was capped and replaced to resolve the event, and the patient was stable with no consequences.